Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their blood glucose levels. It was reported that the customer's levels had been as high as 400mg/dl, and as low as the 50mg/dl and 60mg/dl. It was reported that the fluctuation was attributed to poor adhesion and coming off early before full 3 day wear. The customer declined to troubleshoot.